Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, it was noted that after sewing the right ventricular lead in place, the lead exhibited no sensing and low impedance. The sensitivity was adjusted on the pacing system analyzer and the r-wave measurements were low. It was believed that the lead was compromised in some manner. The lead was removed and replaced without incident. Patient was stable.

Manufacturer narrative:
The reported event of no sensing, low impedance, r-wave amp variation, and lead body damaged was confirmed. Electrical testing found an internal short between the inner coil and outer coil conductor paths. The reported events were isolated to an over-tightened suture sleeve, consistent with procedural damage.